Event description:
According to the information from md, "the flexible tip of the guidewire got peeled off within the biliary tract", during the endoscopic procedure. Also reported that the due to this incident the patient required transfusion for hemobilia. The complaint device was requested for evaluation. Further complaint and patient-related information has been requested from customer on 9/19/2000.